Event description:
It was reported that prior to use foreign matter discovered with a bd needle ns 25ga 1in blt sq grd w/o shield. The following information was provided by the initial reporter: (4 of 5 complaints) it was reported contaminated cannulas.

Manufacturer narrative:
The following field has been updated with corrected information. B.3. Date of event: (B)(6) 2020.

Manufacturer narrative:
Medical device expiration date: unknown. Investigation summary: three samples were received. They came in a ziplock plastic bag, each sample came in a 1¿x 2 1/8¿ plastic container. Visual inspection was performed first with a 10x magnifier lens, on the 3 samples very small like fiber was observed adhered to the needle. After that all were visually inspected using a microscope 30x. In all samples was possible to observe a very small like fiber adhered to the needle too. The rest of the needle surface looks clean. The samples were sent to a laboratory with the request to perform a ftir. Due to the size of the fiber it was not possible to perform the ftir. Two photos were provided. It looks they were taken with a 100x magnification or similar magnification; it was requested to the customer what magnification they used for inspection. Photos with 20x magnification were then provided. Our visual inspections are performed at naked eye. The fiber could have got adhered to the needle in a non-controlled environment. Our inspections are performed at naked eye; none of the fibers are visible under that condition. The root cause cannot be confirmed. The fiber could have got adhered to the needle in a non-controlled environment. Our inspections are performed at naked eye; none of the fibers are visible under that condition. The source of the foreign matter is unknown. This is the 1st complaint for the lot # 8227970 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. CAPA not required.

Event description:
It was reported that prior to use foreign matter discovered with a bd needle ns 25ga 1in blt sq grd w/o shield. The following information was provided by the initial reporter: (4 of 5 complaints) it was reported contaminated cannulas.